Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. No secondary is planned. The pt has a history of narrow angles with peripheral iridectomy, hypertension and hypercholesterolemia (pre-existing). In a follow up, the surgeon reported she is planning on monovision for the pt. This eye will be targeted for near vision.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/04/2010, 10/05/2010, and 10/13/2010 by phone, fax, and mail. A completed questionnaire was received on 10/07/2010. Medical records were received on 10/22/2010. (B)(4).